Event description:
Literature: white wm. Sacral nerve stimulation for refractory overactive bladder in the elderly population. J urol. 2009; 182 (4): 1449-1452. Summary: this article presents a prospective longitudinal study of 19 elderly (>70 year old) and 170 nonelderly (<70 year old) women who underwent stage on lead placement of sacral nerve stimulation for the treatment of refractory overactive bladder between (B)(6) 2001 and (B)(6) 2001 and were followed for at least 12 months after implant. Reportable event: 21 nonelderly pts had traumatic stimulator or circuitry disruption. No pt treatment or outcome was reported. See literature report with MFR report #3007566237-2009-09040.

Manufacturer narrative:
(B)(4).